Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure using the MRI chrono port. Upon opening the package, the device was allegedly found to be fractured when testing the puncture sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one video and one 6.5fr peel-apart sheath and vessel dilator were returned for evaluation. Visual, and functional evaluations were performed on the returned device. One side of the t-handle on the peel-apart sheath was noted to be fractured. The video shows a person holding the dilator loaded with sheath, he unlocks the sheath from the dilator and shows the area where there is a fracture around the t-handle of the dilator. Therefore, the investigation is confirmed for the reported fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a port placement procedure using the MRI chrono port. Upon opening the package, the device was allegedly found to be fractured when testing the puncture sheath. The procedure was completed using another device. There was no patient contact.